Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission 11/17/2017 the pump has been returned and evaluated by product analysis on 10/31/2017 with the following findings: the black box of the pump was reviewed to show evidence of cs052 alarms. A 24hr duration test was successfully completed with no call service alarms being duplicated. The pump cover was removed and no evidence of internal moisture or defects to the pcb or internal components was found. Unrelated to the original complaint the battery compartment was found to be cracked.